Event description:
User reported that she was driving, hit a bump, and the seat post became detached from the wheelchair base. User suffered cuts to her toes that required stitches. MFR inspected the wheelchair and it appears upon visual inspection that the weld on the seat post failed. The seat post has been sent to parent company for further eval.

Manufacturer narrative:
Wheelchair was inspected by a tech from mr. Based on a visual inspection, the weld on the seat post failed. It appears that the user may have had the seat set too high but it is unk whether this contributed to the event. MFR has sent the seat post to its parent company in sweden for further eval of the weld.